Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011728 - the dentist reported that after 4 years and 6 months dental implant was installed in intraoral region 9#, its non-osseointegration was observed. In addition, the patient presented bone type IV.